Event description:
It was reported in 2007, a coil embolization procedure of a basilar summit aneurysm. The aneurysm was cannulated with a microcatheter and guidewire. About two thirds of the device in question (coil) was "...inside the aneurysm, when coil repositioning was done. The coil was pulled out and pushed in gently for a few times. On pulling out, it was noticed that there was sudden loss of feeling of the coil, and the coil did not follow the motion of the pusher." The proximal part of the device in question was still inside the microcatheter, which was still within the basilar artery. "The microcatheter was pulled out slowly and fortunately the coil within the aneurysm was pulled out together with the microcatheter until the coil lodged on the vertebral artery, out of the basilar artery." The microcatheter was removed and the coil was retrieved using a snare. The same microcatheter and guidewire were used to complete the procedure with another coil "...without any problem". It was reported that there was no serious injury to the pt, and that the pt is neurologically stable, with a glasgow coma score of 15.